Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. This lead exhibited high thresholds and low sensing during checkup and stated had fallen prior. This was confirmed through x-ray. This lead was explanted. No additional adverse patient effects were reported.